Manufacturer narrative:
Customer reported to FDA is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was found to be displaying an error code alarm message on power up when batteries are inserted. It was found that the microprocessor unit board was damaged by customer which caused the issue. The root cause of the reported issue was found to be the microprocessor unit board was damaged. Actions were taken to mitigate the reported issue: the microprocessor unit board was replaced.

Event description:
It was reported that the pump had power control board issues. No patient injury was reported.